Event description:
Information received indicates the bed has no electrical ground.

Manufacturer narrative:
The ground pin was missing from the power cord. The technician replaced the power cord plug to repair the bed.